Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because no serial number was provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not deliver. They stated that they would set the pump up to deliver overnight and when they checked in the morning, formula would still be in the bag and nothing had been delivered. Mmdg followed up with the initial reporter, who stated that there had been no immediate adverse effects to the patient, but they did feel that the patient was losing weight because of the delivery issue. (B)(4).